Event description:
It was reported that this right atrial (ra) lead was part of system revision due to severe sepsis and methicillin-resistant staphylococcus aureus (mrsa) bacteremia. Reportedly, the patient experienced weakness and lethargy, prompting a call to emergency medical services (ems). Additionally, the patient suffered from an inability to eat, a productive cough, nausea, emesis, and chronic diarrhea. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.